Event description:
A manufacturer representative (rep) reported that the patient was having a pocket revision on the day of the report because the implantable neurostimulator (ins) was not secure. No patient symptoms were reported and the device was indicated for spinal pain.

Event description:
Additional information received from the manufacturer representative reported they were unaware of the reasoning to reposition the patient's stimulator.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.